Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no obvious defects observed. The cuff pressure of the tracheal clear cuff and the blue cuff were then tested by inflating to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of tracheal clear cuff deflated rapidly at 25 mbar whereas the blue cuff pressure of the bronchial blue cuff maintained at 25 mbar. A water leak test was then conducted on the complaint device. No air bubbles were observed flowing out of the bronchial blue cuff whereas air bubbles were observed flowing out of the tracheal clear cuff. The area of leakage on the clear cuff was identified and observed under magnification. A cut mark was observed on the cuff. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges "as a prior test of the product before the manipulation on a patient, the anesthesiologist tried to inflate the tracheal cuff and the bronchial cuff to ensure proper function. The tracheal cuff showed a leak and immediately deflated, the bronchial cuff was well inflated." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "as a prior test of the product before the manipulation on a patient, the anesthesiologist tried to inflate the tracheal cuff and the bronchial cuff to ensure proper function. The tracheal cuff showed a leak and immediately deflated, the bronchial cuff was well inflated." Patient condition reported as "fine".